Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out"), ovarian perforation ("one had moved into her uterus and punctured into her ovary"), device breakage ("both tubes had metal foreign debris") and kidney infection ("kidney infection") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's past medical history included miscarriage, delivery in september 2011 and appendectomy. Previously administered products included for contraception: nuvaring and birth control pills; for an unreported indication: depo-shot. Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as cyclobenzaprine hydrochloride (flexeril) since 2008, duloxetine hydrochloride (cymbalta) since 2008, hydrocodone since 2008, obetrol (adderall), oxycocet (percocet) since 2012, quetiapine (seroquel) since 2009 and trazodone since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problem (incontinence)") and tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, ovarian perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out"), kidney infection (seriousness criterion hospitalization), weight increased ("she went from (B)(6) "), pelvic mass ("mass in her pelvis"), malaise ("sick"), ovarian cyst ("cysts in ovaries") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menstrual disorder, kidney infection, weight increased, bacterial vaginosis, urinary incontinence and vaginal discharge had resolved, the ovarian perforation, device breakage, feeling abnormal, urinary tract disorder, nausea, tooth disorder and fatigue outcome was unknown, the pelvic mass, malaise and ovarian cyst had not resolved and the depression and anxiety was resolving. The reporter considered anxiety, bacterial vaginosis, depression, device breakage, embedded device, fatigue, feeling abnormal, kidney infection, malaise, menstrual disorder, nausea, ovarian cyst, ovarian perforation, pelvic mass, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: a total of 1-2 coils coming into the uterine cavity were seen. There were no complications with placement of the essure devices bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a catheter or micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. The reported events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, concomitant drug added, events added as :- bacterial vaginosis, depression, anxiety, feeling abnormal, urinary incontinence, urinary tract disorder, nausea, tooth disorder, vaginal discharge, fatigue, abdominal pain, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out'), ovarian perforation ('one had moved into her uterus and punctured into her ovary\my coil had moved / coil is not staying in place'), device breakage ('both tubes had metal foreign debris\metal fragment are there still in ') and kidney infection ('kidney infection') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included delivery in (B)(6)2011, miscarriage and appendectomy. Previously administered products included for contraception: nuvaring and birth control pills; for an unreported indication: depo-shot. Concomitant products included estradiol cipionate (depo estradiol) from (B)(6)2011 to (B)(6)2012 for contraception as well as since 2008, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta) since 2008, hydrocodone since 2008, oxycodone hydrochloride;paracetamol (percocet) since 2012, quetiapine fumarate (seroquel) since 2009 and trazodone since 2008. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced urinary incontinence ("bladder problem (incontinence) /lost of control of bladder") and tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, ovarian perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out"), kidney infection (seriousness criterion hospitalization), pelvic mass ("mass in her pelvis"), malaise ("sick"), ovarian cyst ("cysts in ovaries"), urinary tract disorder ("urinary problem"), anal incontinence ("lost bowel control"), scar ("you can feel hard round cyst or mass or scar tissue and could not"), complication of device removal ("metal fragment are there still in") and amenorrhoea ("I had not had my period since the essure procedure was completed") and was found to have weight increased ("she went from 120 lbs to 160lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the embedded device, menstrual disorder, kidney infection, weight increased, bacterial vaginosis, urinary incontinence and vaginal discharge had resolved, the ovarian perforation, device breakage, feeling abnormal, urinary tract disorder, nausea, tooth disorder, fatigue, anal incontinence, scar, complication of device removal and amenorrhoea outcome was unknown, the pelvic mass, malaise and ovarian cyst had not resolved and the depression and anxiety was resolving. The reporter considered amenorrhoea, anal incontinence, anxiety, bacterial vaginosis, complication of device removal, depression, device breakage, embedded device, fatigue, feeling abnormal, kidney infection, malaise, menstrual disorder, nausea, ovarian cyst, ovarian perforation, pelvic mass, scar, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion detail: a total of 1-2 coils coming into the uterine cavity were seen. There were no complications with placement of the essure devices bilaterally. Coil created barrier that made it so my period since out of me. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients social media record ovarian perforation, pelvic mass, weight gain, pelvic pain, bladder incontinence and device breakage". Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a catheter or micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. The reported events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2019: information received via social media report. Events" lost bowel control, scar tissue, had not had my period since the essure procedure was completed were added. Lost of bladder control clubbed with urine incontinence, incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034432) on 07-mar-2014. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out'), ovarian perforation ('one had moved into her uterus and punctured into her ovary\my coil had moved / coil is not staying in place'), device breakage ('both tubes had metal foreign debris\metal fragment are there still in'), pelvic inflammatory disease ('pelvic inflammatory disease') and kidney infection ('kidney infection') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included delivery in (B)(6) 2011, miscarriage, appendectomy, dependence on opiates, burning micturition, urinary tract infection, penicillin allergy, pap smear abnormal, migraine without aura, cervical polyp, cervix inflammation, chlamydial infection, attention deficit hyperactivity disorder, chronic back pain, vaginal bleeding, tonsillectomy, sinus operation, diaphoresis, tenderness, pelvic congestion syndrome, uterine cervix stenosis, dilatation intrahepatic duct congenital, umbilical hernia, dysuria, constipation, acute pyelonephritis, mesenteric adenitis, abdominal distension and incontinent of faeces. Cont: pathology report: both tubes had metal foreign debris coils that measured at different links and were both in different areas. One had moved into her uterus and punctured into her ovary. Previously administered products included for contraception: birth control pills and nuvaring; for an unreported indication: mirena, amphetamine, dextro-amphetamine, cyclobenzaprine, depo-shot, oxycodone, seroquel, trazodone, cymbalta, ibuprofen, zoloft and hydrocodone-acetaminophen. Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as since 2008, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta) since 2008, fentanyl, hydrocodone since 2008, oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet) since 2012, quetiapine fumarate (seroquel) since 2009 and trazodone since 2008. In 2011, the patient experienced infection ("infections"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("she woke up one morning and was screaming in severe pain/pain/left and right side pelvic pain"), 3 days after insertion of essure. On (B)(6) 2012, the patient was found to have weight increased ("she went from 120 lbs to 160lbs"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder issues"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problem (incontinence) /lost of control of bladder") and tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue") and drug dependence ("opiate addiction"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, ovarian perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out"), kidney infection (seriousness criterion hospitalization), pelvic mass ("mass in her pelvis"), illness ("sick"), ovarian cyst ("cysts in ovaries"), urinary tract disorder ("urinary problem"), anal incontinence ("lost bowel control"), scar ("you can feel hard round cyst or mass or scar tissue and could not"), complication of device removal ("metal fragment are there still in"), amenorrhoea ("I had not had my period since the essure procuedure was completed") and hydrometra ("fluid in uterurine canal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and hysteractomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menstrual disorder, kidney infection, weight increased, bacterial vaginosis, depression, urinary incontinence, nausea, vaginal discharge, infection and drug dependence had resolved, the ovarian perforation, device breakage, pelvic inflammatory disease, feeling abnormal, urinary tract disorder, tooth disorder, fatigue, anal incontinence, scar, complication of device removal, amenorrhoea, bladder disorder and hydrometra outcome was unknown, the pelvic pain and anxiety was resolving and the pelvic mass, illness and ovarian cyst had not resolved. The reporter considered amenorrhoea, anal incontinence, anxiety, bacterial vaginosis, bladder disorder, complication of device removal, depression, device breakage, drug dependence, embedded device, fatigue, feeling abnormal, hydrometra, illness, infection, kidney infection, menstrual disorder, nausea, ovarian cyst, ovarian perforation, pelvic inflammatory disease, pelvic mass, pelvic pain, scar, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion detail: a total of 1-2 coils coming into the uterine cavity were seen. There were no complications with placement of the essure devices bilaterally. Coil created barrier that made it so my period since out of me. Product insertion date updated from (B)(6) 2011 to (B)(6) 2011. Treatment received for dental problems, infections, pelvic pain, vaginal discharge, depression/anxiety, opiate addiction. Current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram - on (B)(6) 2012: fluid in uterine canal. ¿concerning the injuries reported in this case, the following ones were described in patients social media record ovarian perforation, pelvic mass, weight gain, pelvic pain, bladder incontinence and device breakage". Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a catheter or micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. The reported events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2021: pfs received. Reporter information, lawyer, patient race, medical history, lab data, concomitant medications, events: bladder issues, infections, opiate addiction, fluid in uterine canal, pelvic inflammatory diseasercc added. Event onset date added for weight gain, pelvic pain. Event outcomes added. Severity added for event pelvic pain. Product insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034432) on 07-mar-2014. The most recent information was received on 09-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out'), ovarian perforation ('one had moved into her uterus and punctured into her ovary\my coil had moved / coil is not staying in place'), device breakage ('both tubes had metal foreign debris\metal fragment are there still in'), pelvic inflammatory disease ('pelvic inflammatory disease') and kidney infection ('kidney infection') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included delivery in (B)(6) 2011, miscarriage, appendectomy, dependence on opiates, burning micturition, urinary tract infection, penicillin allergy, pap smear abnormal, migraine without aura, cervical polyp, cervix inflammation, chlamydial infection, attention deficit hyperactivity disorder, chronic back pain, vaginal bleeding, tonsillectomy, sinus operation, diaphoresis, tenderness, pelvic congestion syndrome, uterine cervix stenosis, dilatation intrahepatic duct congenital, umbilical hernia, dysuria, constipation, acute pyelonephritis, mesenteric adenitis, abdominal distension and incontinent of faeces. Cont: pathology report: both tubes had metal foreign debris coils that measured at different links and were both in different areas. One had moved into her uterus and punctured into her ovary. Previously administered products included for contraception: birth control pills and nuvaring; for an unreported indication: mirena, amphetamine, dextro-amphetamine, cyclobenzaprine, depo-shot, oxycodone, seroquel, trazodone, cymbalta, ibuprofen, zoloft and hydrocodone-acetaminophen. Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as since 2008, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta) since 2008, fentanyl, hydrocodone since 2008, oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet) since 2012, quetiapine fumarate (seroquel) since 2009 and trazodone since 2008. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced infection ("infections"). On (B)(6) 2011, the patient experienced pelvic pain ("she woke up one morning and was screaming in severe pain/pain/left and right side pelvic pain"), 3 days after insertion of essure. On (B)(6) 2012, the patient was found to have weight increased ("she went from 120 lbs to 160lbs"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder issues"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problem (incontinence) /lost of control of bladder") and tooth disorder ("dental problems"). In 2012, the patient experienced fatigue ("fatigue") and drug dependence ("opiate addiction"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, ovarian perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("one of her inserts moved and cut her inside creating a barrier that would not allow her menstrual cycle to bleed out"), kidney infection (seriousness criterion hospitalization), pelvic mass ("mass in her pelvis"), illness ("sick"), ovarian cyst ("cysts in ovaries"), urinary tract disorder ("urinary problem"), anal incontinence ("lost bowel control"), scar ("you can feel hard round cyst or mass or scar tissue and could not"), complication of device removal ("metal fragment are there still in"), amenorrhoea ("I had not had my period since the essure procuedure was completed") and hydrometra ("fluid in uterurine canal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menstrual disorder, kidney infection, weight increased, bacterial vaginosis, depression, urinary incontinence, nausea, vaginal discharge, infection and drug dependence had resolved, the ovarian perforation, device breakage, pelvic inflammatory disease, feeling abnormal, urinary tract disorder, tooth disorder, fatigue, anal incontinence, scar, complication of device removal, amenorrhoea, bladder disorder and hydrometra outcome was unknown, the pelvic pain and anxiety was resolving and the pelvic mass, illness and ovarian cyst had not resolved. The reporter considered amenorrhoea, anal incontinence, anxiety, bacterial vaginosis, bladder disorder, complication of device removal, depression, device breakage, drug dependence, embedded device, fatigue, feeling abnormal, hydrometra, illness, infection, kidney infection, menstrual disorder, nausea, ovarian cyst, ovarian perforation, pelvic inflammatory disease, pelvic mass, pelvic pain, scar, tooth disorder, urinary incontinence, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion detail: a total of 1-2 coils coming into the uterine cavity were seen. There were no complications with placement of the essure devices bilaterally. Coil created barrier that made it so my period since out of me. Product insertion date updated from (B)(6) 2011 to (B)(6) 2011. Treatment received for dental problems, infections, pelvic pain, vaginal discharge, depression/anxiety, opiate addiction. Current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram - on (B)(6) 2012: fluid in uterine canal. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: ovarian perforation, pelvic mass, weight gain, pelvic pain, bladder incontinence and device breakage". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.